Manufacturer narrative:
(B)(4). Per the customer the device is not available for evaluation, however baxter has started the investigation for this issue. Upon completion of baxter's investigation, a follow-up will be submitted.a device history review was performed with no exceptions during manufacturing found.

Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a high drain 104 alarm, which indicates the patient drained greater than 190% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. This alarm occurred on the homechoice (hc) during use, during drain. The rn declined to give the home patient's (hp) name. Per the rn, the hc was powered off. The technical service representative (tsr) explained the alarm, and assisted the rn to end therapy. Per the rn, the fill volume was set to 180ml, and the minimum drain percentage was set to 60%. The rn wanted to set up for another therapy. The tsr suggested increasing the minimum drain percentage. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), based on the reported information. The assignable cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low.